Manufacturer narrative:
(B)(4). After battery installation unit power up and display froze after count up followed by an unexpected constant tone, problem isolated to mb. Unable to perform any test or verify failed battery alarm due to frozen screen. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the failed battery test even with fresh battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.